Event description:
Pt was to have dialysis done at a community dialysis ctr. The catheter was noted to be aspirating air and they were therefore unable to dialyze through it. The pt was not bleeding or in respiratory distress. The leak was found to be at the clamp site. A permcath revision was done on device discarded, therefore, inspection not possible.